Event description:
It was reported to philips that tempus pro randomly shut off on its own. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation.